Manufacturer narrative:
The device history records were reviewed for the reported lot number and the product was manufactured according to the approved manufacturing procedures, specifications, adn then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying he information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
(B)(4) received a report from (B)(6) stating the jejunal enteral feeding tube balloon burst. The device was in use for four weeks prior to the incident. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.